Manufacturer narrative:
(B)(4). The analysis results of the device found that the device was received with the duckbill out of position. One potential cause for the damage found may be the snagging of an instrument during insertion; however, an investigation has been initiated to address the potential root cause of the reported seal issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric band procedure, while the band was being introduced into the trocar the duck bill seal was torn out of the device. The seal fell into the patient, but was retrieved. There was pneumo loss due to the seal being gone. Another device was used to complete the case with no patient consequence.